Event description:
Following implant, the pt had redness at the incision site and it was itchy. She met with her managing physician and her primary care physician (pcp). Her pcp saw red marks around the area. The pt was referred to a dermatologist. The pt had her implantable neurostimulator (ins) turned off because she believed that she may be "hypersensitive" to it. The pt planned to continued to work with her physicians. At the end of the month, it was reported that the pt was having some type of skin reaction and/or possible infection at both her incision sites. She had seen a dermatologist and her managing physician. An allergy test kit was requested. The hcp referred the pt to the implanting surgeon to determine if a needle could be placed in the irritated area to get a local sample for lab work. Her current white count was normal and the pt was on antibiotics. The pt stated "I think the stimulator is defective." In early of the following month, the hcp provided that the pt had been given perioperative antibiotics. The pt did not have meningitis. The pt had redness and swelling. The primary location was noted to be the device pocket and the lumbar region. No cultures were taken. The pt was taking oral antibiotics. The pt outcome was reported as "ongoing".